Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During failure analysis, the reported 31226 error was confirmed but not replicated. In artemis, the 31226 error was found aurora link error reported by axes controller, motor (acm), check upstream link to axes controller, arm (aca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp)where all relevant testing was passed within specification. As a result of these findings, the issue was due to component failure. The failure analysis was able to conclude that the clock spring fiber is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that after the procedure the customer had error 31226 occurring, and field service engineer (fse) had to replace universal surgical manipulator (usm) to resolve the reported issue. There was no reported injury.